Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the attachment of the distal cover to the endoscope was insufficient by the user, and the distal cover was easily removed from the endoscope. The customer stated the distal cover was not damaged during application, and there was no damage to the distal cover retrieved from the patient. It was confirmed the distal cover attached at the time of inspection before use was pulled lightly and did not come off, but it is unknown whether the distal cover was twisted and confirmed per the instructions for use (IFU). Also, it is unknown whether the distal cover was firmly pushed in until the protrusion on the tip of the scope was visible through the opening in the distal cover. This issue is addressed in the IFU section 9.3 ¿attaching the distal cover¿: never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. Olympus will continue to monitor the field performance of this device. This event has been reported by the importer on medical device report #(B)(4).

Event description:
The customer reported to olympus the single use distal cover was noted to be missing from the evis exera iii duodenovideoscope when inserted into the gastric body at the beginning of an endoscopic retrograde cholangiopancreatography, sphincterotomy, and stent removal procedure. While looking for the device, a second endoscope was retrieved and used to investigate from the oral cavity to the duodenum to determine if the cap was located inside the patient. The patient was repositioned from prone to left lateral and the bite block was removed. After removing the bite block, the clinician located the distal end cap in the mouth and removed it. After doing so, the procedure was completed with a new cap and no further problems were reported. The cap was undamaged and intact. The user reported they did not apply anti-fog agent to the scope lens and only surgi-lube was applied to the middle, bending portion of the scope. The user could not confirm whether twisting or turning motion was applied to the cap to ensure it was properly attached. This caused a 7-minute delay while the cap was located but the patient was not under general anesthesia at the time. There were no reports of patient harm or complications as a result of the cap falling off or the procedure itself, and the patient was discharged as planned in a stable condition with no additional hospitalization needed. This event is reported under the following patient identifiers: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope.